Event description:
Following deployment of the stent, during removal of the delivery system, the catheter tip detached and was removed using a snare device. It was reported that the stent was lengthened due to the stent not being fully released prior to removing the delivery system. The IFU instructs the user to view the deployment under fluoroscopy and ensure the stent is release prior to removing the delivery system. There was no effect to the pt due to the tip detachment and lengthened stent. The vessel was pt following the procedure.

Manufacturer narrative:
The device was discarded. An angio disk was provided but did not contain the images of the procedure. Images on the disk were of the vasculature prior to the procedure showing diffusely diseased and moderately calcified sfa and common femoral artery (cfs). The disk also contained ivus images post stenting showing a patent artery. Balloon angioplasty was performed using a 6mm balloon and post angioplasty vessel dissection was noted. The user advanced the delivery system and initiated stent deployment without an reported issues. During deployment, the user noted that the stent portion in the cfs and external iliac artery was not fully deployed. When the delivery system was retracted proximally for removal, the user noted that the delivery system tip did not move with movement of the delivery system's sheath in to the introducer sheath. The delivery system tip remained on the guide wire and was snared and removed from the pt without reported effect. Post removal of the delivery system, the tip was retrieved. The stent appeared to have moved from the cfa/external iliac to the internal iliac/cfa and was lengthened. Final blood flow was reported as "excellent" to the common iliac, external iliac and cfa. The cause of the event was concluded to be the user did not confirm that the stent was fully deployed prior to initiating device withdrawal as instructed in the IFU. The stent moved and was lengthened because it was not fully deployed out of the sheath prior to removing the delivery system. The dissection was caused by the balloon dilatation prior to inserting the stent delivery system.